Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the buttress/compression nut (03.037.016, lot #: 9804211) was returned and received at us cq. Upon visual it was observed that the device was received assembled with 130 deg aiming arm (p/n: 03.037.013), aiming arm locking device (p/n: 03.037.015), blade/screw guide sleeve (p/n: 03.037.017), helical blade/screw coupling screw (p/n: 03.037.026) and tfna helical blade inserter(part# 03.037.024). No other issues were identified with the returned device. Functional test: an attempt to disassemble the returned devices was performed during the functional test but failed as all the returned devices except for the helical blade/screw coupling screw (p/n: 03.037.026) were jammed/seized. The mating devices received are being investigated in different pi's of the pc. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the received condition of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed yes, the device received was jammed and unable to disassemble. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the buttress/compression nut (03.037.016, lot #: 9804211). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.037.016, lot number: 9804211, manufacturing site: (B)(4), release to warehouse date: 22. Apr. 2016, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the part of the aiming arm failed when inserting an unknown helical blade. It is unknown if there was a surgical delay. It is unknown if the procedure was successfully completed. The patient outcome was unknown. During manufacturer's investigation of the returned device it was observed that the device was received assembled with 130 deg aiming arm, aiming arm locking device, blade/screw guide sleeve, helical blade/screw coupling screw and tfna helical blade inserter. This product condition was revaluated and determined to be reportable on (B)(6) 2020. Concomitant devices reported: tfna helical blade (part # unknown, lot # unknown, quantity 1); aiming arm locking device (part# 03.037.015, lot# unknown, quantity 1); 130 deg aiming arm (part# 03.037.013, lot# 9867352, quantity 1); blade/screw guide sleeve (part # 03.037.017, lot #, quantity 1), helical blade/screw coupling screw (part # 03.037.026, lot # 9845837, quantity 1), tfna helical blade inserter (part # 03.037.024, lot # t133104, quantity 1); nail insertion handles: radiolucent (part # unknown, lot # unknown, quantity 1) this report is for one (1) buttress/compression nut. This is report 3 of 4 for (B)(4).